Event description:
It was reported that during da vinci-assisted surgical procedure, the site contacted intuitive technical support engineer (tse) to report the right eye went black mid-procedure. Tse verified 45308 error in logs. Prior to calling in, customer moved over to the teaching console to complete procedure. Tse was not able to troubleshoot since caller was not at the system. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc), tested the new harness and issue persisted. Fse replaced the blue fiber cable and all carts tested with good fibers. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Even though a root cause cannot be determined, error 45308 is due to high resolution stereo viewer (hrsv) lost right video output on surgeon side console (ssc1).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The personality module surgeon console (pmsc) was returned for failure analysis, and the reported problem was confirmed but could not be replicated. In artemis, error 45308 was found, indicating that the failure occurred in the field. A visual inspection revealed that both vil boards were damaged due to wear and tear. The pmsc was installed onto the golden system, where the component functioned as expected. The unit was run with the golden system for 10 power cycles, and no error codes were present. While a definitive root cause cannot be established as the failure could not be established, a possible cause of error 45308 may be electrical and fiberoptic defect pertaining to the pmsc of the surgeon side console (ssc1).

Event description:
Refer to h11 for follow-up information.